Manufacturer narrative:
Investigation summary: a complaint of a set being kinked and not being able to be primed was received from the customer. One sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The sample was kinked below the drip chamber. The kink was smoothed out and the set was primed. The sample was infused with no issue. A device history record review for model 2426-0007 lot number 21065182 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kink is coiling and packaging the set prior to the added solvent fully drying. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tubing was kinked below drip chamber with a bd alaris¿ pump module administration sets. The following information was provided by the initial reporter: it was reported that the tubing below drip chamber kinked and unable to prime.